Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner and missing the end cap sticker.

Event description:
Customer reported receiving a motor error alarm during basal on the insulin pump. Customer stated that the motor error alarm has occurred several times within the last month. Blood glucose level at the time of the call was not provided. No further information was provided.